Manufacturer narrative:
(B)(4): the customer reported they could not acquire ECG waveforms via pads. The customer switched to another device and there was no patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they could not acquire ECG waveforms via pads. The customer switched to another device and there was no patient impact.